Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this pacemaker reportedly exhibited unexpected decrease in battery longevity over the last year. Boston scientific technical services (ts) asked if there were reprogramming changes but there was none. Analysis was suggested but the representative declined as change out was scheduled. Additional information indicates that this pacemaker was explanted. No additional adverse patient effects were reported.